Event description:
The device has a toggle switch that needs to be closed before putting in the IV pump chamber. The toggle switch is difficult to decide which way is off. Also it comes packaged in the on position. It is difficult to remember if the device is to be on or off when inserted into the chamber. On several incidents there were PICC lines clotted off that had prior upstream occlusions making one wonder if the switch was installed in the pump improperly. It is very confusing to remember which way to insert properly leaving room for error. The on/off marking are difficult to see, leaving room for error.